Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 170 mg/dl. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be determined.